Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the device had damaged cable/cord/wiring, liquid damage and faulty controller. It was further determined that the device was hot. It was also observed that the device failed the following pre-tests: motor thermistor assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was heating up very quickly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.